Event description:
Pt reported wrist pain to physician eight (8) months after original implant date. Physician concluded source of pain was lack of healing following wrist implant surgery. Wrist fusion plate and 8 bone screws were explanted in 2001. No defective components were found by physician. Components were returned to MFR.